Manufacturer narrative:
The insulin pump was received with a frozen screen when the battery was installed due to a problem with the mother board. Unable to verify the alarms due to the frozen screen. No blank display was noted.

Event description:
The customer reported an alarm that she could not clear due to a frozen screen and unresponsive buttons. After changing the battery, the screen went blank. Troubleshooting was performed, but the screen did not return. Advised the customer that the insulin pump would be replaced. Nothing further was reported.